Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original date aware is being corrected to (B)(4) 2011. The new information was received on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a final tightening of the screw for a zero-p implant, surgeon noticed a fine shaving of metal above the screw holes. The surgeon was able to lock down implant. The metal shavings were retrieved and procedure was completed. It is unknown if the shaving is from the screw thread or from the edge of the plate hole.

Event description:
There were a quantity of four locking screws used during procedure. This report is 1 of 2 for complaint number (B)(4).